Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that where the patient¿s stimulation was set was not good enough. The patient felt like ¿crap¿ and their current implantable neurostimulator (ins) reset to factory settings recently. The patient had a loss of therapy, intermittent or erratic therapy, and stimulation in an undesired location. The patient was concerned about what would happen at their upcoming ins replacement because during 1 of their replacements they woke up and felt much better and the other replacement in 2012 it was set to factory standards and gradually inched up over time and it was not a good experience at all. Step approval was taken and they slowly increased to the pre-surgical level. The patient was worried the surgeon would do the latter choice and they would not do well. The patient did not do well at all and it took them a long time to crawl out of the danger zone and put on enough weight. In 2013, the patient¿s settings changed on their own and they were traveling back and forth to the clinic all the time. Then last year, the settings changed on their own once due to an unknown cause. The rest of the time the settings were set to the last setting. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.